Event description:
It was reported that the patient was using a tens unit to treat possible sciatic nerve pain. The patient thought it was sciatic, but not at the time they called a few days ago. The patient¿s health care provider (hcp) thought it was muscular skeletal thing and they didn¿t believe it was sciatic pain and it was kind of low. To the patient it did seem like sciatic pain, but it didn¿t run all the way down their leg. The hcp had stated for it to be sciatic, the pain couldn¿t be localized. The pain was very close to their spine, but it didn¿t seem to go anywhere and just seemed to stay in 1 area. The pain was on their left side. The pain in the small area of their back that was killing them wasn¿t that bad yet, but the patient would speak to their hcp regarding this. The back pain was related to their sciatic pain. Yesterday the patient ended up doing some lifting and now had pain on their right side. The patient wanted to know if they could use the tens unit on their right side. The patient had had fibromyalgia in the past, and tha t was all over their body, which really incapacitated them. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v890309, implanted: (B)(6) 2012, product type lead. (B)(4).